Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were added: 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions code was added: 4307. H10: narrative/data was updated. Zimvie received the reported unknown biomet screw for evaluation. Visual evaluation was performed, the implant had a fractured screw stuck inside. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw was not torqued to specification. Therefore, based on the available information, device malfunction did occur. There was a fractured screw stuck inside the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A4: weight unknown / not provided d1: brand name unknown / not provided d4: catalog and lot number unknown / not provided d10: bnst410, 3i t3 with dcd non-platform switched tapered implant 4 x 10mm/lot number-2020111321. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw fractured inside of the implant at tooth site #3 and an attempt to remove it was unsuccessful. The implant was removed. Symptoms as a result of the event: pain.